Manufacturer narrative:
It was reported that the balloon failed after "short duration of use". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Failure of foley catheter balloon.